Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the totally occluded vessel, the armada balloon dilatation catheter (bdc) was successfully inflated once for pre-dilatation, but could not be deflated. After approximately 3-4 minutes the bdc was successfully deflated. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and the reported difficulty deflating the balloon was confirmed. A review of the lot history record revealed no manufacturing nonconformities associated with this lot. Further, a review of the complaint handling database found no similar incidents from this lot. Abbott conducted root cause analysis and found the occurrence to be potentially related to a manufacturing issue. Further assessment of this issue per site operating procedures was performed. There is no evidence to suggest that the potential product deficiency effects inventory or distributed product. The performance of these devices will continue to be monitored.

Event description:
Subsequent to the 30-day medical device report submitted, updated information received states that the vessel was the external iliac with no tortuosity and mild calcification with stenosis. The balloon was only partially deflated prior to removal. No additional information was provided.